Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that pause episodes due to undersensing were seen in merlin. The device was solved by software update. The device itself is working fine and will remain implanted.